Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited cylinder crossover. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited cylinder crossover. The device was removed and replaced. There were no patient complications.